Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, mobility. Guided implant drilling, but no primary stability, implant removed and replaced with wider diameter.